Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28 x 3.00mm promus elite mr drug eluting stent was advanced for treatment. However, it was noted that the stent looked flared on one end and was not able to cross the lesion. No patient complications were reported.